Manufacturer narrative:
Date of event was reported as follows: (B)(6) 2014 for ins protruding issue; 2014 (shortly after implant) for the ins turnin g/crooked following a fall.

Event description:
Additional information received from the patient reported that their ins stuck out (protruded) because they did have any back fat. They fell shortly after implant of their implantable neurostimulator (ins) and it ripped the pocket open and the ins ¿turned'. The ins was in the pocket crooked, it was up where the incision was, and the skin was very thin. The patient saw their hcp to make sure the device components were ¿ok¿ and it was noted they were not damaged due to the fall and shift of the ins. Also, it was reported that there was no infection.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), implanted: (B)(6) 2014, product type: recharger. Product ID: 9 7740, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID: 97791, lot# n372402, implanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturer representative reported via the patient that they fell and felt the battery was loose in the pocket. Following the fall the patient felt pain and soreness at the pocket site. The patient was seen by the manufacturer representative and their health care provider (hcp). It was noted that the impedances were within normal limits, the patient had good coverage. The hcp noted they observed nothing unusual. Indications for use are as follows: 903 spinal pain 099 post lumbar laminectomy syndrome